Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that the unknown biomet screws fractured in the patient's implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection with the naked eye and camera magnification confirmed that the screw was fractured at the threads. Complainant reported that the unknown biomet screws fractured in the patient's implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated with the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product.

Event description:
No further event information is available at the time of this report.